Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. The day before the peritonitis diagnosis, the patient was hospitalized for cloudy pd effluent and abdominal pain. On an unknown date, the patient was treated with injection meropenem (500mg, twice daily, intraperitoneal, discontinued) and injection vancomycin (1gm, twice weekly, intraperitoneal, discontinued). Five days after the peritonitis diagnosis, the patient was treated with injection meropenem (500mg, twice daily, intravenous, ongoing) and injection ceftazidime (2.5mg, once daily, intravenous, ongoing) for peritonitis. At the time of this report, the patient remains hospitalized and was not recovered from the peritonitis. Four days after event onset, pd therapy was discontinued, the pd catheter was removed and the patient was shifted to hemodialysis (ongoing). No additional information was available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b2, b5, b6, b7. H1, h6 and h11. B5: upon follow up it was reported that twenty-five (25) days after peritonitis onset, the patient passed away. The cause of death was unknown. It was not reported if an autopsy was performed. It was reported that the patient had not recovered from the peritonitis event prior to death. Hemodialysis therapy was ongoing prior to death. Should additional relevant information become available, a supplemental report will be submitted.